Event description:
The pt stated that, approx two weeks prior to her call, she experienced a blood glucose value of over 400 mg/dl. She reported her normal range to be 120-130 mg/dl. She did not report any symptoms related to her elevated blood glucose. At the time she observed the elevated blood glucose, she noticed air bubbles in her infusion set tubing. She was educated regarding the importance of properly priming the infusion as described in the product labeling. At the time of the call, she stated that she was "doing fine". The pt administered a bolus to correct her elevated blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt had discarded the infusion set. Therefore, she did not have the lot # of the infusion set available and no product was available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.